Event description:
Information received by medtronic indicated that the customer can smell the insulin in the reservoir compartment. The displacement verification test and self test was passed. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged exposure to moisture found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Unexpected pump errors/alarms recorded in the formatted history file for the event date. Insulin pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. During visual inspection, found slight corrosion on the pcba 1 and pcba 2. Insulin pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.